Event description:
It was reported to resmed that the clinician was unable to configure the breath synchronizing feature (triggering) on the astral ventilator. The device was not in use when the fault occurred, therefore, there was no patient involvement. Please reference MFR#: 3004604967-2015-00166.